Event description:
The hospital reported that the acrobat-I positioner handle would not tighten. A new device was opened and used to complete the case without issue. No harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter exceeds character limitations: (B)(6).

Event description:
The hospital reported that the acrobat-I positioner handle would not tighten. A new device was opened and used to complete the case without issue. No dealy. No harm to the patient.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected sections: d4. The device was returned to the factory for evaluation on 02/05/2026. An investigation was conducted on 02/17/2026. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed on the device. A mechanical evaluation was conducted. The device was able to be locked on a reference retractor with no physical or visual difficulties observed. The knob of the device was turned to tighten the flexarm link. The flexarm link did tighten. Based on the returned condition of the device and the results of the investigation the reported failure "mechanical problem " was not confirmed. The lot # 3000500354 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.